Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approx. 4 years 11 months later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia due to the initial 23mm sapien 3 valve becoming stenotic with elevated gradients and central regurgitation. A 23 x 4.5 trudil balloon was used following deployment to further expand the valves. This resulted in a mg of 7mmhg.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "leaflet thickened/halt", "stenosis", and "central regurgitation" are confirmed based on review of the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approx. 4 years 11 months later, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia due to the initial 23mm sapien 3 valve becoming stenotic with elevated gradients and central regurgitation." Leaflet thickened/halt: hyperattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the imagery review indicates that "the echo shows thickened thv leaflets" and "the CT shows halt/thrombosis at all 3 cusps." Although the presence of thrombus could not be definitively confirmed based on the imagery, it was "highly suspected." Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the reported leaflet thickening. Stenosis: per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention per review of additional image provided, an ava of 0.71cm2 was observed. In this case, patient had leaflet thickening, which could reduce the effective orifice area (eoa) of the valve, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the reported event. Central regurgitation: per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The imagery review indicates that, "the echo shows mild to moderate central regurgitation." In this case, patient experienced stenosis and leaflet thickened/halt, which could interfere with the functionality of the valve by restricting the leaflet motion leading to abnormal coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (leaflet thickened, stenosis) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional findings during an imagery review. Sections b4, b5, g3, g6, h2, h6: device code and h11 has been updated. Investigation is ongoing.

Event description:
Per imagery evaluation, the echo shows thickened thv leaflets and mild to moderate central regurgitation. The CT shows halt/thrombosis at all 3 cusps. The thrombus cannot be confirmed but it is highly suspected. A tee shows the ava (vti) of 0.71cm2. The sapien valve is well-expanded and in good position.